Manufacturer narrative:
One device was returned for evaluation. The user stated that ¿it may have been his technique¿ the device was without suture or implants and found to be in the post-deployment state and was functionally tested and actuated per design. A review of device history records was performed which confirmed no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an acl meniscal repair procedure, utilizing a fast-fix 360 straight ndl delivery system that the first implant deployed but the second remained in the inserter. The surgeon believes it was probably his technique; there was a 15 minute delay in the case. There were no reported patient injuries or complications. Follow up information received on (B)(4) 2013 indicates that the portal approach was contralateral. ¿t1¿ was cut out of the joint. ¿ t2¿ never advanced out of the inserter.